Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose >500 mg/dl with no symptoms. Troubleshooting with customer support (cs) revealed an intermittent power issue. The patient stayed on pump through some power interruptions, but had discontinued pump use by time of call. The pump will be replaced. This complaint is being reported because the patient experienced hyperglycemia and the power issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. . No power issues observed in black box. Daily insulin delivery totals correctly reflect user's programmed basal rates. No damage found to battery cap or battery compartment. Battery cap was able to attach securely to pump. Pump powers on normal with no alarms. Pump was exercised for 24 hrs with no power issues or alarms occurring. Pump passed delivery accuracy test and found to be delivering within required specifications. Battery cap contact height and width found to be in specification. Pump was opened and no damage was found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.